Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been alleged. No radiographs or images to confirm the reported event. Review of the reported information suggests inter-operative error resulting in vascular damage. There is insufficient information to identify the root cause or severity of the damage. An MRI and angiograph were performed to identify and stent the damaged vessel. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation nonunion or delayed union fracture of the vertebra neurological, vascular or visceral injury..." "...additional care should be taken at the lower levels of the lumbar spine due to the obstruction of anatomical structures, such as the iliac crest and iliac vessels, surgical access for the subject device at the these levels may not be feasible...." Device was left in-situ.

Event description:
On (B)(6) 2019, a patient underwent an extreme lateral interbody fusion at l1 - l5 levels. As per reporter the procedure was completed successfully. Post-operative patient's conscious level decreased and an iliopelvic blood vessel injury was identified. The patient was transferred to another medical institution for intravascular treatment and a stent was performed. Patient has been reported in good condition.